Event description:
Dr (B)(6) pulled the white release lever to turn to cut, she told me that it skipped and went straight to cut she heard a click noise and the shaft came off the morcellator. Dr (B)(6) wanted to use the xcise during her lsh. The shaft broke off the morcellator while she was going from safety guard to cut. She doesn't know what the cause of the malfunction was.

Manufacturer narrative:
Visual examination of returned product has been performed. It was easy to take the trocar off the cutting tube. Ribs on the white handle which keep the trocar in the right position were not damaged. Both pins in the blue flange were broken. Both pins in a blue flange, which are used for "clicking" the trocar in the white handle were damaged. Because of that the trocar couldn't be properly fixed on the white handle. Each product is checked before packing, so it is rather impossible that product with broken pins could be released. As customer described above there was a "click noise" heard when the position of trocar was changed. The most possible reason is that pins were broken mechanically wen set the position of trocar (in example from "safe" to "cut 1" or "cut 2") - user error. Detailed description is included in IFU how to change position of the trocar; additional picture how to proceed is on the xcise's cover.